Event description:
Boston scientific received information that this patient developed a potential infection approximately two weeks after implant. As a result the pocket was opened up and flushed. A culture was taken and the results of the culture are unknown at this time. The patient was placed on medications and will be re-evaluated in one week. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information regarding this event has been received. The patient had responded well to their antibiotics. This device remains in service and the patients wound will continue to be checked with a wound center. The patient will continue antibiotics for six weeks. The patient was never hospitalized and has had no adverse effects.

Event description:
Boston scientific received information in (B)(6) 2017 that this patient had died in (B)(6) 2012, approximately 2 months from the report of the infection.